Event description:
Per the clinic, the tip of the electrode array was partially inserted and found to be folded over in the cochlea, resulting in the decision to reposition the device. The patient was placed under general anesthesia for the repositioning surgery on (B)(6) 2022. The implanted device remains.